Event description:
An ankle c-clamp fixator was originally applied in 01/03. The fixator removal was scheduled for 05/03; however, 6 days before surgery it was noted one of the bone screws had broken. The fixator was removed at that time without incident.